Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was experiencing seizures when the device was turned on, and that there was no seizure activity when the device was off; the hcp advised the patient to keep the device off. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and due to programming; the final programming date and time for the most recent interrogation prior to the event was (B)(6) 2018. Interventions taken included suspending the therapy and eventually explanting without a replacement of the entire system as the patient requested the device to be removed. It was noted that the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that per an office visit on (B)(6) 2019, the patient was currently taking topiramate (topamax) 200 mg tablet by mouth once daily. The patient reported an increase in seizure activity that abated when the therapy was turned off, so the patient was instructed to keep it off until removal. The patient was followed by a neurologist. It was noted that the hcp was not aware of any testing or diagnostics performed as a result of this event as the seizure activity was resolved by turning off the device and having it removed. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was initially prescribed topamax slow titration (trokendi xr 50 mg) on (B)(6) 2016 for migraine prevention. The dose was increased to 100 mg per day slow titration at (B)(6) 2016 at a follow up appointment, and again was increased to 200 mg slow titration per day at an office visit on (B)(6) 2018. At an office visit on (B)(6) 2018, it was documented that the patient had come off the topamax and was doing well so they didn't need to take it for migraine prevention. It was noted that regarding the seizures, the medical records indicated the patient had had a history of right-sided headache with weakness and most likely caused by basilar migraine vs seizure disorder; however, the patient reported seizures, so it was not completely ruled out. At the most recent follow up ((B)(6) 2018), the patient stated their headache had greatly improved since removal of the device/system and denied any seizures, and since t he last visit on (B)(6) 2018, the patient stated no seizures since device removal. It was noted that, that was the last time the patient was seen and they had since transferred care to a local urologist. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative. It was reported that the seizures were possibly related to the device or therapy, with an etiology of programming/stimulation. The patient did not have a history of seizures except for this one event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative. It was reported that the only documentation of seizures that was in the patient¿s record was when their family member called the clinic on (B)(6) 2018 complaining of the patient having seizures. The physician advised the patient to turn off the device and monitor for any recurrent seizures and report if they occurred. It was noted that there was no seizure activity when the device was turned off. No further complications were reported or anticipated.